Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: (B)(6) 2010: the patient underwent a laparoscopic incisional hernia incarcerated repair with sepramesh ip 6x6 inch., extensive laparoscopic enterolysis and adhesiolysis. Extensive intra abdominal adhesions from previous gastric bypass surgery were identified. Sepramesh ip was fixated with sorbafix. On (B)(6) 2013: the patient underwent explant of the sepramesh ip. This was a laparoscopic procedure, converted to open due to dense adhesions. Operative dictation notes: ¿prior ventral hernia repair with mesh was undertaken and has failed.¿ an allograft (non bard/davol) was placed to repair the hernia. On (B)(6) 2015: exploratory lap, extensive lysis of adhesions requiring over 90 minutes of adhesiolysis, removal of infected mesh (sepramesh), hernia repair with separation of components and reinforcement with biologic miromesh (non bard/davol) on (B)(6) 2015: sharp soft tissue debridement including skin and subcu tissue with vac placement. On (B)(6) 2015: wide excisional debridement, full thickness of abdominal wall, devitalized and necrotic infected tissue involving area of tissue 18x12x6. Operative dictation notes: "throughout the case we noted that there was a foul-smelling odor from the necrotic tissue highly suggestive of a pseudomonas infection." On (B)(6) 2016: exploratory laparotomy, extensive lysis of adhesion, appendectomy, abdominoplasty. On (B)(6) 2016: wound exploration and excision of granulation tissue.